Event description:
It was reported that the patient presented in the emergency room with presyncope. An EKG monitor showed a slow escape rhythm with no pacing support observed. The device was unable to be interrogated. The device was explanted and replaced. There were no complications were experienced during the generator replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and high current drain was noted. The cause of the high current drain was an anomalous component in the rf module.